Event description:
It was reported that a patient underwent an arthroscopy and multiple open biopsies of the right knee under general anesthesia on (B)(6) 2025. The procedure was performed in response to ongoing pain and tenderness that began approximately three years prior, potentially related to metallosis. During the intervention, dark reddish serous fluid was aspirated and submitted for histology, iron level testing, and microbiological analysis. No visible metal debris or arcing was observed during diathermy. The intervention did not result in a procedural delay. No further information provided at the moment.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: b6. Corrected data: h6 (health effect - clinical code).

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: given the nature of the alleged incident, the devices, could not be returned for evaluation. The clinical/medical investigation concluded that the patient underwent an open diagnostic procedure involving multiple biopsies under anesthesia, prompted by ongoing pain, tenderness, and concerning imaging and lab results. Findings included mid-flexion instability and varus/valgus laxity, with no evidence of metallosis or mechanical failure. While a definitive root cause could not be confirmed, the procedure was considered clinically warranted. A brief post-surgical recovery phase is anticipated. The current patient status is unknown. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batches, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that possible adverse effects section that, although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.